Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a single high, out of range pacing impedance measurement was detected on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. The patient presented for follow up, during which high pacing impedance measurements were still observed along with increased pacing threshold measurements. A lead conductor fracture was suspected based on the reported observations. A lead extraction procedure was planned indefinitely. The systems remains in service. The patient was not pacemaker dependent and no adverse patient effects were reported.